Manufacturer narrative:
Date of this submission is (B)(4) 2011. This closes out this report unless additional significant info is received.

Event description:
Consumer placed product into underwear in anticipation of her menstruation, within a few mins, she began to experience a burning sensation. Product was discontinued, she saw her doctor who confirmed irritation and prescribed cortisone cream. The irritation worsened and the wound was described and required approx 18 stitches.